Event description:
It was reported that low hv lead impedance was observed. Lead fracture was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.